Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on september 8, 2015. It was reported that the surgery was completed with another device.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. G5-510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during surgery, after inserting the blade and then closing, it was discovered that the top of the blade inserter was broken and remained in the blade. The drill bit was also broken during use. The reported events resulted in a 10 minute surgical delay. The patient outcome was reported as "ok". This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: (B)(6). Product investigation summary: the investigations have shown that the drill bit tip is indeed broken off and the cutting edges a very blunt. The broken part of drill bit is not returned for investigation (missing). It is likely that too much mechanical force or possible contact with other metallic parts during drilling may have caused these damages. The manufacturing records were reviewed and no complaint related issues were found; the instrument met specifications. As no product fault could be detected, no further action is required. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.